Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient couldn't seem to get the device to work and the battery was dead but they were not sure which battery was dead. They put aa batteries in the controller and they were not able to charge the implant. The controller was charging when plugged into the outlet and the controller showed that the ins needed to be charged and the controller needed to be charged. It was reviewed to charge up the controller before charging the implant. The troubleshooting steps that were taken on the call resolved the issue. The patient reported that the controller screen had gone blank/unresponsive again. Pt had plugged the controller into the wall and attempted reset of the controller, but the controller screen did not come on. During the call, the pt performed a hard reset of the c ontroller. During the reset, the pt put aa batteries into their controller and the controller screen stayed on when not plugged into the ac power supply. Screen was illuminated when plugged into ac power with no battery source. The pt installed the li battery pack into the controller and the green light did not blink when ac power was plugged in. Pt inspected the pins in the battery compartment and the contacts on the battery, but no damage was detected. Patient services specialist sent an email to the repair department to replace the li battery pack. Pt needed a magnifying glass to read serial numbers.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient product ID: (B)(6), lot# (B)(6). Product type: accessory section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745bp battery pack ((B)(6)) revealed out of elec. Specification. Scrapped due to failed cycle count should be <(> <<)>150 reads 860, full charge capacity should be >1350mah reads 1134mah, and failed state of health should be >88% reads 81%. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.